Event description:
It has been reported to philips that the system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when this happened. The procedure was aborted and the procedure completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was not powering on. Upon some functional test fse confirmed the relay contact (switch) dirty causing voltage drop across relay. Fse cleaned the contacts to resolve the issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.